Manufacturer narrative:
On 8/17/2020, the product investigation was completed. It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and air was found in the side port. The caller reported that the dilator and carto vizigo¿ 8.5f bi-directional guiding sheath - small were inserted. After the dilator was removed a syringe was used to aspirate air from the side port. It seems that the air was pulled-in from the catheter side port when filling the sheath with venous blood. The air was aspirated from the side port. Air bubbles did not enter the patient's body because air flowed to the syringe side. The procedure was conducted and ended with using this sheath. Normally, it seems that the valve works and air is not inhaled from the catheter insertion port side. The procedure was completed. There were no patient consequences reported. Device evaluation details: device appears in normal condition. Leveraging similar setup and pressures to iso 11070 annex e, iand t was demonstrated that the valve did not have a leak at ±300mmhg when tested with air. Then sheath was flushed with water, the valve was cleaned with a cotton swab and reseated with the dilator. Then, sheath was filled with water. Distal sheath end was closed off with an adapter, proximal end was connected to pressure gage and a syringe was connected to the gage. The valve did not have leakage at ±300 mmhg (5.8 psi) when tested with air. Per iso 11070 annex e, the outlet of hemostatic valve needs to be examined with 38 kpa (5.5 psi). A negative pressure of 2.9 psi was applied for 60 seconds to stabilize the pressure. Then, the valve was reseated again filling with water the sheath and a negative pressure of 5.8 psi was applied for 60 seconds and no air leak or bubbles were detected. After that, a negative pressure of 6.5 psi, 8.5 psi and 10 psi was applied but there were no air leak or bubbles. The test was repeated with 5.8 psi, 6.5 psi, 8.5 psi and 10 psi with positive pressure and no air leak or bubbles were detected. A device history record was performed and no internal action related to the reported complaint were identified. The customer regarding air sucked out from the side port cannot be confirmed. The device passed testing. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and air was found in the side port. The caller reported that the dilator and carto vizigo¿ 8.5f bi-directional guiding sheath - small were inserted. After the dilator was removed a syringe was used to aspirate air from the side port. It seems that the air was pulled-in from the catheter side port when filling the sheath with venous blood. The air was aspirated from the side port. Air bubbles did not enter the patient's body because air flowed to the syringe side. The procedure was conducted and ended with using this sheath. Normally, it seems that the valve works and air is not inhaled from the catheter insertion port side. The procedure was completed. There were no patient consequences reported.